Event description:
The actual product sample was returned for evaluation. The preliminary investigation indicates that the device failure is considered to be a reportable event. This being the case the "made aware" date is considered to be the date of preliminary investigation which is 2009. The physician inserted the guide wire into the patient and advanced it forward into a highly calcified area. The physician noticed under fluoro that the guide wire appeared to look different and appeared to be separated near the tip. The physician was concerned that the guide wire would separate and become dislodged. The physician withdrew the guide wire and the guide catheter out together. The physician indicated that the guide wire was intact when removed. The physician continued the case with a new guide wire, with no complications.

Manufacturer narrative:
The actual complaint device was returned for evaluation. The preliminary engineering analysis has indicated that this event is considered to be a reportable event. The "made aware" date is 2009. The actual device used during the case was returned and evaluated. Visual examination of the guide wire revealed that there were several bends throughout the shaft. The distal tip of the guide wire was examined and revealed that there is a break in the distal tip of the wire, on the distal side of the distal bond joint. The distal 3cm of the guide wire is missing and was not returned for evaluation. There is no indication of stretching of the coils on the returned portion of the guide wire. A review of the device history record did not detect any deficiencies in the manufacturing process. The account has been contacted to advise that the tip of the guide wire was missing. The account has indicated that the review of the cine and an examination under fluoroscope has determined that the tip of the guide wire is not located inside the patient. The event is confirmed as a broken wire; however, the exact cause for the event is unknown.